Manufacturer narrative:
The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. No unexpected battery power loss during testing or power loss alarm noted. Unit received with minor scratched lcd window, scratched case, and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump received power error detected, replace battery now alarm and insulin pump did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.